Event description:
During a coronary drug eluting stenting treatment procedure, inflation and withdrawal difficulties were encountered. The de novo lesion being treated was located in the 99% stenosed fibrotic right coronary artery (rca). The physician successfully implanted two taxus express2 8.8% drug eluting stents in the distal rca. A lesion proximal to the implanted taxus stents was then pre-dilated 5 to 6 times. The physician attempted to implant a taxus express2 8.8% 3.0 x 20 mm drug eluting stent but had difficulty inflating the balloon. The balloon was inflated to 2-3 atms and the physician decided to abort. He attempted to pull the balloon and stent out, but the stent dislodged once it reached the guide catheter. The stent was stuck in the rca and hanging out into the aorta. The physician successfully removed the stent with a snare. A taxus 3.0 x 28 mm stent was then implanted without complications. No pt complications were reported.